Event description:
A customer reported experiencing low blood glucose events over the past few weeks, including an incident where emergency services were called at work. The exact lowest blood glucose level was not specified, only displayed as "low." Despite this, the customer did not lose consciousness and did not sustain any injuries. The incident led to the customer consuming carbohydrates and glucose tablets to address the low blood sugar level. Emergency assistance from 911 was required to monitor the situation. The customer was advised to consult with a healthcare professional to discuss potential factors affecting blood glucose levels, and this advice was acknowledged and understood.